Event description:
Olympus was informed that after a colonoscopy procedure the patient expired. It was not known if the patient's outcome was related to the procedure or not. The patient complained of gas pain. In addition, it was stated that an image problem was observed during procedure. Olympus followed up with the user facility to obtain additional information and was informed that during the colonoscopy procedure, an intermittent loss of image and flickering were observed. The procedure was completed using the same device. After the procedure, the patient complained of abdominal pain and a CT scan was performed. Results of the CT scan confirmed that the patient sustained a perforation. It was stated that the patient suffered a cardio respiratory arrest approximately 2.5 hrs post implant, and before the surgical intervention. The patient cause of death is unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to duplicate the image difficulty. No evidence of fluid invasion in the control body cover and scope connector unit. The scope passed the leak test and the fog test. Additionally, the scope was tested for four hours while at the same time the bending section, insertion tube, light guide tube, control knobs were manipulated but no image problem or switch problem was noted. The biopsy and suction channels were examined with a borescope and no signs of foreign object/materials were found inside the channels. One side of the light guide lens was found cracked. The exact cause of the patient's outcome could not be conclusively determined.